Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-02622 and 02623. It was reported the pt fell and subsequently felt a burning pain at her ipg site up to the leads. The pt could not confirm if the sensation was related to stimulation being on or off. It was reported the pt was hospitalized after the fall due to poor nutrition, deconditioning and overuse of narcotic medication. The pt also complained of left high pain and requested physical therapy. Diagnostic tests revealed normal impedance readings. It was reported the pt was reprogrammed for her left leg pain and the physician has ordered x-rays. No further info is available at this time.